Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary arrest on or about (B)(6) 2009 and subsequently expired after the user of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products.